Manufacturer narrative:
The full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically fractured due to a cut and the setscrew marks on the connector pin were too close. Visual summary analysis of the lead indicated apparent explant damage and lead stretching. It was noted that the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.